Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had increased lactate dehydrogenase (ldh). Log files were sent for review to ensure there were no signs of hemolysis. There were no unusual events recorded in the log file event history. The equipment was operating as intended. The patient was admitted on (B)(6) 2025 for shortness of breath and fatigue. The patient's baseline ldh was 200-300s but was 700 on (B)(6) 2025. Log files were sent for review. The log file captured routine events and there were no notable alarm conditions or parameter changes. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ outlines the recommended anticoagulation regimen, including the international normalized ratio range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.